Event description:
It was reported when the device was used during a low anterior resection procedure, the staples malformed. The case was completed with a like device and sutures with no patient consequence.